Event description:
The customer reported their evis lucera elite colonovideoscope was producing scope error e315. The issue was discovered during preparation for use for a diagnostic enteroscopy, which was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation also found the angle wires were stretched, and due to wear of angle wire, bending angle in down direction does not meet the standard value, and the leakage check label was discolored, indicating water invasion in the device. At the time of the event, the device was being used with a evis video system center cv-290. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the displayed error message (e315) temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.